Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 17, 2026, the user reported experiencing a high glucose event. The user provided the following example set: (B)(6) 2026 at approximately 2:12 pm central time, with a sensor glucose (sg) value of 204 mg/dl and a blood glucose (bg) value of 434 mg/dl. The user did not seek professional medical treatment and reported resolving the event by self-administering insulin. The user's healthcare provider was aware of the event.